Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold and a decrease in capture was observed on the left ventricular channel. Reprogramming was successfully completed and the patient was in stable condition.